Event description:
A cgm error was reported by the caller, identified as error 42. Blood glucose level was not adversely impacted by this issue. Technical support assisted the caller by providing instructions for a complete pump reset, and the caller successfully initiated a new sensor session without any further errors.